Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead have had observations of intermittent jumps in high out of range pacing impedances from around 700 ohms to 2700 ohms. There was no noise observed, and the patient was not dependent. No programming suggestions were available to help mitigate this issue. The device system remains in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).